Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) was not running and the screen was blank. Bme reported that the error code displaying was a code 78 and that the third led light was orange and the fan was making a noise. Biomed removed the cns from use and set up a spare unit to continue monitoring the patients. No patient harm was reported. Biomed state that he will send in this cns to nihon kohden for repair. Investigation summary: evaluation of the returned device was able to confirm the reported issue. The motherboard was found to be defective and the hdds needed replacement. The hard disk drives in this unit are more than 3 years old and are recommended to be replaced. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Additional information: b4: date of this report. D9: is this device available for evaluation? G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type?. H3: device evaluated by manufacturer? H6: event investigation, findings, conclusions codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not running and the screen was blank. Bme reported that the error code displaying was a code 78 and that the third led light was orange and the fan was making a noise. Biomed removed the cns from use and set up a spare unit to continue monitoring the patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not running and the screen was blank. Bme reported that the error code displaying was a code 78 and that the third led light was orange and the fan was making a noise. Biomed removed the cns from use and set up a spare unit to continue monitoring the patients. No patient harm was reported. Biomed state that he will send in this cns to nihon kohden for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not running and the screen was blank. Bme reported that the error code displaying was a code 78 and that the third led light was orange and the fan was making a noise. Biomed removed the cns from use and set up a spare unit to continue monitoring the patients. No patient harm was reported.